Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was unknown. Customer was advised to perform the high blood pressure but failed. Customer was advised that the pump would be replaced. The customer was advised revert to backup plan until replacement arrives.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump delivered properly during testing. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.